Event description:
This report is for one (1) ria 2 bone harvesting kit 520mm sterile. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Ynthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, a ria2 head broke during a case that was started on friday. There was surgical delay to retrieve the metal that came off the reamer shaft. The surgery was successfully completed. It was unknown if there was any patient outcome/consequences. This report is for one (1) unk - ria this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. This report is for an unknown ria/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: packaged, sterilized and released by: (B)(4). Release to warehouse date: 07-sep-2022. Expiration date: 31-jul-2023. Part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile. Lot number: 1839p76 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Supplied was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m001, reaming rod/drive shaft packaged. Lot number: 1907p82. Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m012, ria ii ream rod/dr shaft seal. Lot number: 805p066. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of conformance supplied dated 13-apr-2022 was reviewed and determined to be conforming. Note: raw materials certifications were included in the DHR. Part number: 03.404m002, graft/irr/suction assembly. Lot number: 1860p74. Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m014, irrigation tubing set. Lot number: 843p635. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance. Supplied dated 06-may-2022 was reviewed and determined to be conforming. Part number: 03.404m015, suction tubing set. Lot number: 853p477. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance. Supplied dated 12-may-2022 was reviewed and determined to be conforming. Part number: 03.404m033, ria ii graft filter. Lot number: 888p052. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of conformance supplied dated 02-jun-2022 was reviewed and determined to be conforming. Note: raw materials certifications were included in the DHR. Part number: 03.404m003, manifold assembly packaged. Lot number: 1908p76. Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m010, ria ii manifold assembly. Lot number: 853p480. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of conformance dated 12-may-2022 was reviewed and determined to be conforming. Lot dh status. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.